Event description:
The manufacturer's representative reported the pt had a pump implant in 2004 and was not getting good efficacy. The dosing was adjusted and, upon refill, there was a greater than 25% discrepancy. A roller study was done and reported as negative. The hcp was unable to aspirate when doing the catheter dye study, bolused with the dye, and reported the study as inconclusive. The hcp surgically explored the site and found the catheter to be disconnected. The catheter was trimmed at the pocket site and a new pump connector attached. Since this time, the pt has had no change in efficacy and upon refill, a continued volume discrepancy of greater than 25% was found - expected reservoir volume 3.5ml and the actual 17.5ml. A follow up report will be sent if additional info is rec'd.